Event description:
It was reported that during a stenting treatment procedure, the stent delivery system became stuck on the guide wire. Vascular access was obtained via the right femoral artery. The target lesion was located in a mildly tortuous and moderately calcified subclavian artery. Another manufacturers guide wire and a 10x42x135/ 7f wallstent unistep plus delivery system were advanced to the target lesion. While repositioning the stent some resistance was encountered with the guide wire and "it was a little tight". As a result the guide wire was removed and replaced with another of the same device while the wallstent unistep plus delivery system remained in place and maintained access. After guide wire replacement the stent was successfully deployed. Upon withdrawal of the wallstent unistep plus delivery system it became stuck on the guide wire and was removed together as one unit. The procedure was completed with this device and no patient complications occurred. The patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was fully mounted. Several kinks were present in the blue outer sheath at 554 mm, 83 mm and 50 mm distal to the distal end of the t-bar connector. During analysis, a 0.035 inch guidewire was inserted into the device and it was possible to retract the outer sheath by hand and fully deploy the stent. There was no issue in the movement of the outer sheath proximally or distally and no issues was noted with the inner lumen or the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user related. The dfu states, "the wallstent tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted. The safety and effectiveness of this device for use in the vascular system has not been established and can result in serious harm and/or death". However, the complaint states that the stent was used during a stent placement procedure performed in the patient's subclavian vein. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system became stuck on the guide wire. Vascular access was obtained via the right femoral artery. The target lesion was located in a mildly tortuous and moderately calcified subclavian artery. Another manufacturers guide wire and a 10x42x135/ 7f wallstent unistep plus delivery system were advanced to the target lesion. While repositioning the stent some resistance was encountered with the guide wire and "it was a little tight". As a result the guide wire was removed and replaced with another of the same device while the wallstent unistep plus delivery system remained in place and maintained access. After guide wire replacement the stent was successfully deployed. Upon withdrawal of the wallstent unistep plus delivery system it became stuck on the guide wire and was removed together as one unit. The procedure was completed with this device and no patient complications occurred. The patient status is listed as good.

Manufacturer narrative:
(B)(4).